Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(6).

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of over 20 mmol/l with symptoms of nausea and vomiting. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the patient was not priming the tubing of the pump correctly. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event due to use error of the pump.